Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer filled the reservoir and the pump was not recognizing the reservoir. Customer stated that it keeps priming and squirting insulin out of the line. Customer's blood glucose is 15 mmol/l. Customer treated with an injection. Customer stated that they were receiving a compromised force sensor alarm and can't get out of the loop. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced. Customer stated that they have a back-up plan.